Manufacturer narrative:
Investigation/conclusion: the customer misinterpreted the icons displayed on the instrument. The user guide for the inratio2 pt/inr monitor discusses the meaning of the displayed symbols for troubleshooting. No results were displayed on the screen. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. The product was found to meet specifications and no deficiency was established. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Customer reports that on (B)(6) 2014, they received a message of "hi" displayed on the instrument and held the pt's coumadin as a result. The nurse ordered a stat laboratory inr at the same time. The stat laboratory result was 1.6 however, it was not received until (B)(6) 2014. The pt's coumadin was then increased to 6mg. A recheck of the inr was performed on (B)(6) 2014. Reportedly, lovenox has been used intermittently for two (2) weeks. There was no additional info provided.